Event description:
The reporter indicated a foreign body was observed on a 11.5 mm icm115v4 implantable collamer lens. The foreign body was noted before loading and the lens was not implanted. The back-up icl was implanted.

Manufacturer narrative:
Evaluation method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found white residue. The lens was returned dry and there was evidence of clear surgical residue. The residue was analyzed and best matches a citrate salt, possibly calcium citrate. Conclusions - (no conclusion can be drawn). Based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).